Manufacturer narrative:
H4: the device was manufactured between 15sep2023 and 17sep2023. H10: the device was received for evaluation. During visual inspection a lower left seam tear was observed. The set underwent functional testing, and the leak was noted at the lower left seam. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 3000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked externally out of the corner of the bag. This occurred after compounding prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.